Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5165963.

Event description:
Voluntary medwatch received states the lead was explanted due to a product performance issue. No additional adverse patient effects were reported.